Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as "plastic handle of offset impactor is broken. No additional information is available. Please send replacement p1 to rex."